Event description:
Device malfunction: balloon rupture. Time of malfunction: during pre-dilatation. Symptoms/ae: none. It was reported that during pre-dilatation of a calcified lesion in the iliac artery, the agiltrac balloon ruptured below nominal pressure. The balloon and delivery system were removed and the case was completed using an unspecified product. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Device eval summary: the returned balloon was loosely folded. A pinhole rupture was observed on the balloon 1.5 mm distal to the proximal shoulder when the balloon was inflated to 4 atm. Scratches were observed around the pinhole. Scanning electron microscope (sem) analysis of the returned device found mechanical damage (pinhole and scratches) to the outer surface of the balloon. The specific root cause for the mechanical damage observed on the balloon could not be determined. Review of the device history record for this lot found no non-conformances that could have contributed to this complaint.